Event description:
Patient was revised due to cup loosening. Update litigation alleged the asr hip was explanted due to pain, discomfort, metallosis, pseudotumors, damage to surrounding bone and/or tissue, stiffness, inflammation, chromium and cobalt metal toxicity and decreased mobility.

Event description:
Patient was revised due to cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed.